Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. The unit powered up with dfib error 1000 due to defective metal-oxide semiconductor field-effect transistor (mosfet) gates u1304 and u1204. These two gates were replaced with known good ones and the device passed all tests related to it.

Event description:
The customer reported that the defibrillator showed an EKG failure. The event occurred during clinical use, but there was reportedly no adverse patient impact.